Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that the insulin pump alarmed no delivery during a bolus attempt and the insulin did not exit the pump during prime. Customer does not recall any significant events leading to the error. Troubleshooting advised customer to change the infusion set. Customer's blood glucose was 465 mg/dl at the time of incident. Customer was advised to discontinue use of the device and revert to a back-up plan per doctor's instruction.